Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is not available for evaluation.

Event description:
The affiliate reported when emptying the drip chamber, there was an excessive drain 20ml/min , the intracranial pressure looses 10 points, patient sent to scanner. No complication reported. The device will not be returned for investigaiton.

Manufacturer narrative:
(B)(4). It was noted that the lot number is crbbj9 and not crbbja as previously reported.